Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017 or during the surrounding days. There was one bolus requested on (B)(6) 2017, and none requested on (B)(6) 2017. Cartridge change sequence completed on (B)(6) 2017. Basal rate was set to a constant .318 u/hr. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer smelled a strong smell of insulin from the cartridge and pump. When the cartridge was changed, the customer noticed small while spots throughout the back of the cartridge. Reportedly, the customer believed this was insulin. The customer successfully loaded a new cartridge to address the event. The customer reported a blood glucose (bg) level of 61 mg/dl and the bg level was addressed by the customer eating a fruit cup. The cause of the bg level was unknown. At the time of report, the customer's bg level ranged from 120 mg/dl to 130 mg/dl.